Event description:
Healthcare professional reported capsular contracture (baker grade iii). Device explanted. Left side. Unknown if device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow encapsulation observed in the surface of the shell. Observed deformation on the device. Observed wear abrasion on the device.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture (baker grade iii). Device explanted. Left side. Unknown if device has been replaced.